Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was intact. The device was chipped out on lower left front corner of top case and cracked on right plunger case. Primary audible background test found in pump event history log. Occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replace the speaker and all cases. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was presenting with primary audible alarm in background test. No patient injury was reported.